Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when the user planned to suture, the package was opened and the needle and sutures were separated. Then operator replaced the needle and suture to complete the case. There was no patient injury.